Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during an un-specified procedure, the 3 x 40 mm armada 35 balloon catheter was advanced to the lesion and inflated to an unknown pressure below the rated burst pressure. During inflation, the balloon ruptured, and the armada 35 was removed. A new armada 35 balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.